Event description:
It was reported the catheter was being placed into the right basilic vein of a female patient, 5'7" tall in the intensive care unit. Upon placing the catheter, both the g4 and flybook indicated blue bullseyes at the 37cm mark. The catheter was 37cm in length and both inserters measured to that number. The catheter was dressed and left at the 0cm marking (bioflo dual 5cm used). An x-ray revealed a very high proximal placement, 6cm out of the landing zone. The catheter was left in place. There was no delay in treatment and no patient death or complications reported. The inserters are requesting feedback on algorithm information. Follow up information states the clinician calibrated with both machines and began the case with the flybook. When the flybook gave a final symbol, they switched to the g4 console to see what that machine would indicate.

Manufacturer narrative:
(B)(4).